Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had an occurrence of withdrawal. It was unclear what symptoms the patient experienced as the specific symptoms reported pertained to the pump following replacement. It was also unclear if the occurrence of withdrawal was due to a volume discrepancy. It was also unclear if the occurrence of withdrawal was due to altitude from the patient¿s occupation in airline industry; however, the reporter stated that the patient was flying at that time and had a takeoff and landing four times a week.

Event description:
The pump alarm had sounded twice. The pt had no therapy or medical problem. The next pump refill was scheduled for (B)(6) 2010. The pt felt the pump was working properly due to no return of pain symptoms. The device system was used to deliver morphine. It was later reported that the pump was replaced because the physician could not determine unquestionably if the pump was functional following the replacement, the pt was "very well"; the pt was using his ptm (personal therapy manager) and the physician was doing dose titration.